Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the ipg pocket site was infected. Reportedly, the patient was on antibiotics for 5 months. As a result, the entire system was explanted. Reportedly, infection healed. Patient's issue has been resolved through system explant. Manufacturer was notified of the infection and system explant when the new system was implanted.